Event description:
Boston scientific received information from the local representative. The local representative received a response from the physician on (B)(6) 2015. The physician did not feel that the dissection was due to the guide catheter or lv lead. The patient had a valve and the physician believes that the straight wire is what caused the dissection.

Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts). During the implant procedure, the physician was unable to implant the left ventricular (lv) lead. The patient had difficult venous anatomy and the physician had a difficult time cannulating the coronary sinus ostium. Multiple guide catheter were attempted. The physician was unable to advance the outer and inner catheter of the acuity pro. The physician felt that the inability to advance the guide catheter was due to a mechanical valve. At some point during the procedure, a vessel dissection occurred. Eventually, the physician was able to navigate the lead around the dissection; however, a stable lead position could not be obtained. The lv lead was removed and the lv port of the device was plugged. The physician plans to reattempt placement of the lv lead in the near future.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.